Event description:
During preparation for a coronary drug eluting stenting treatment procedure, the catheter shaft fractured. The taxus express2 3.5 x 24 mm drug eluting stent was being unpacked during preparation. However, during flushing of the stent it was noticed that the shaft had fractured proximally into two pieces. Consequently, the stent never touched the patient. No patient injury or complication was reported. The procedure was successfully completed using another taxus express2 3.5 x 24 mm drug eluting stent. Patient status is reported as "satisfactory/good."